Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 3.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for dilation. However, during inflation at high pressure, the balloon ruptured. The procedure was completed with different device. No patient complications were reported and the patient status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 3.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for dilation. However, during inflation at high pressure, the balloon ruptured. The procedure was completed with different device. No patient complications were reported and the patient status was good. It was further reported that the target lesion was 70% stenosed, severely tortuous and severely calcified. The balloon ruptured on the second inflation at 12 atmospheres for 20 seconds.